Event description:
It was reported that the patient received a notification due to low impedance. Device displayed an alert indicating possible hv lead issue. Insulation damage suspected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found at 30.5-32.5cm from the distal tip, consistent with lead friction to the ICD can. One rv conductor was also melted. This is consistent with the observation from the field of low lead impedance when the rv conductor comes in contact with the ICD can. Another external insulation abrasion was found at 29.2-30.2 cm from the distal tip, consistent with friction to the ICD can. The etfe coating was intact at these locations.

Event description:
New information stated that externalized conductors were observed on the lead.